Event description:
The patient was initially admitted with unstable angina pectoris in 2007. The patient had a de novo target lesion in the mid left anterior descending branch. The lesion had 70% stenosis and was type a, bifurcated, ostial, moderately tortuous with angulations between 45 and 90 degrees and moderately calcified. The lesion was 16mm in length and the vessel diameter was 2.5mm. A 2.5 x 18mm cypher select plus stent was implanted electively at 18atm. It was then noted that a type c dissection occurred after the implantation of the stent. The dissection was treated with a 2.75 x 13mm cypher select plus stent and a 2.75 x 18mm cypher select plus stent. It was also noted that the patient's post procedure troponin was greater than 5 times above the upper level. The patient's medications include the following: aspirin (pre, intra and post procedure), statins (pre and post procedure), beta-blockers (pre and post procedure), clopidogrel (intra and post procedure), heparin (intra procedure) and ace inhibitors (post procedure).

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.